Event description:
According to the reporter, the patient was transferred from the local hospital and admitted to the reporting facility, where a crack at the venous end of the long-term catheter was discovered during examination and identified as the location of the leak. The dialysis line (bloodline or tubing) at the dialysis center did not fit (incompatible) into the long-term catheter, and excessive force during the connection process caused a crack in the venous end of the long-term catheter. Tego was not utilized. The insertion site was not treated prior to product placement. After replacing the venous catheter tip, dialysis was successfully resumed without issues. The catheter was repaired on the same day. The entire catheter was not removed. There was no blood loss. Blood transfusion was not required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.